Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/28/2010 and 02/02/2010 by phone, fax, and mail. A completed questionnaire was received on 02/15/2010. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a patient with an unexplained postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported he does not think the iol caused/contributed to the event. The surgeon reported the patient had a very short eye and his calculations could have been affected by missing information. Additional information has been requested.